Event description:
According to literature article, "by personal recollection, at least 10 other patients had what we considered unchanged or even worsened ¿girth,¿ which in retrospect may represent a new classification of pah considered to be mild to moderate."

Manufacturer narrative:
The manufacturer of the device is unknown, the event is conservatively being reported. Article citation: "comments on ¿paradoxical adipose hypertrophy (pah) after cryolipolysis", james e. Vogel, md, facs (vogel 2018). Paradoxical adipose hyperplasia is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.